Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a follow-up in clinic with phrenic nerve stimulation, chest x-ray confirmed dislodgement of the left ventricular lead. The physician elected to replace the lead and the patient was stable following.

Manufacturer narrative:
Analysis was normal. No anomaly was found.